Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the field event of the set screw anomaly was not confirmed because the a ring set screw was not returned with ICD. Bench testing was performed on the device and the device was within specification. Silicone may have been the cause of the set screw issue.

Event description:
It was reported that during a device upgrade, the physician was unable to engage the atrial set screw. When the physician attempted to unscrew the set screw, he could not advance the set-screwdriver. The physician believed blockage was the root cause of the issue. The device was electively extracted and replaced.